Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. No jamming incidents occurred upon evaluation. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap sigmoidectomy, the clip was not fed into the jaws automatically and jamming occurred at every feeding. Then, a teardrop-shaped clip came out when the device was fired for resolving this matter. After that, the next clip was fed into the jaws properly and could be fired. However, after the firing, jamming occurred again. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.